Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported a reading in the lower 100's mg/dl and 235 mg/dl within ten minutes on the aviva system. No adverse event reported. Strips cannot be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.